Event description:
Iabp continued to alarm for gas loss which led to the balloon not inflating. Alarm would intermittently self-resolve or would require iabp to be put in standby mode to get the balloon to inflate properly.